Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated was found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. Concomitant product(s): a ddbb1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the electrophysiology (ep) lab three weeks after implant of an implantable cardioverter defibrillator (ICD) for a hematoma evacuation and upon final interrogation the patient showed no pacing capture on the atrial lead. Fluoroscopy showed a dislodged ra lead. Repositioning of the ra lead was first attempted but a stylet could not be passed into the lead after retracting the helix. The ra lead was removed and another ra lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.